Event description:
In 2006, I had to have hernia surgery in which goretex mesh was used. Then in approx (B)(6) later, I had another hernia in which the goretex mesh had webbed onto my intestines and the surgeon had to carefully remove. This surgery was at least (B)(6) long and required a very long recovery in which I never felt good and my stomach was always red as if someone had placed an iron on it. I suffered for almost (B)(6) and then developed a bulging stomach with "on" as well as redness and pain. I have had surgeries every year since and lost a lot of time at work.